Manufacturer narrative:
The device was received at zoll medical canada for evaluation. The customer's report of "reset" was observed during review of the device activity logs. However, the device was put through extensive testing full functional testing without duplicating the report. The monitor board was replaced as a precaution. The customer's report of "incorrect mode" was not replicated or confirmed. Review of the device logs showed no entries that the device was powered on into pacer mode, and showed no instances were the pacer function was ever utilized. The report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old female patient, the device restart/reboot itself multiple times and powered up in the incorrect mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.